Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. As a part of troubleshooting action fse found that the host pc cr2032 battery was having issues. Fse downloaded logs and follow up activity requested; system functional after multiple reboots further inspection to be done the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not boot up. System was in clinical use at the time of the reported event. No harm to user or patient was reported. A philips field service engineer (fse) inspected the system onsite and reviewed the logs and verified that system was functional after multiple reboots. A follow up visit was scheduled four days after the initial review and it was confirmed that the system was in good working conditions.